Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00510 on 2021-12-17. Additional information, 2021-12-30: siemens has concluded the investigation. A customer from outside the united sates reported observation of a single elevated, discordant atellica im im enhanced estradiol (ee2) result. The customer's calibrations for this atellica im ee2 reagent lot (2021-08-27, 2021-09-17) were both valid. The customer continues to run this reagent lot on multiple instrument systems without further concern. As this event was isolated to a single pack from this reagent lot, siemens is unable to rule out shipping or reagent handling as a potential cause. A product performance issue has not been identified; atellica im ee2 lot 077 is working as intended. The customer is operational, and no additional action is required. Note: in section h6, the investigation findings and investigation conclusion codes have been updated based on the investigation results.

Event description:
A customer observed a discordant, falsely-elevated atellica im enahnced estradiol (ee2) result for one patient. Repeat testing produced a lower result which was accepted as correct. There are no reports that treatment was altered or prescribed, or of adverse health consequences due to the discordant, falsely-elevated atellica im enhanced estradiol (ee2) result.

Manufacturer narrative:
A customer from outside the united sates reported observation of an elevated, discordant atellica im enhanced estradiol (ee2) result. During routine system operation, out-of-range quality control (qc) results were seen. Consequently, patient samples which had been tested since the last successful qc were re-tested. The patient in question had produced an initial result of 34.8 pg/ml. When this sample was re-tested, a result of 19.0 pg/ml was produced. The initial, elevated result was not reported to the physician. The lower (repeat) result was considered correct. There was no impact to the patient. Siemens is investigating. The product instructions for use states the following, under "interpretation of results": "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."